Event description:
It was reported that a home patient (hp) saw bubbles in the patient line during the day drain on the homechoice (hc) machine. This occurred during peritoneal dialysis therapy. There was nothing found during troubleshooting that would cause or contribute to this event. The technical service representative (tsr) assisted the hp with ending therapy and advised the hp to contact the peritoneal dialysis nurse (pdn). There was patient involvement, but there was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.